Event description:
Upon daily cvvhd, continuous venovenous hemodialysis, equipment check noticed blue ultrafiltrate hanson connector leaking. Rn informed of leak and new connector was obtained and replaced defective connector.